Event description:
Terumo medical received an FDA medwatch report. The user facility reported that the involved 20-gauge surflow IV catheter was inserted by an ed provider with ultrasound guidance on (B)(6) 2024. The IV was removed by a nurse on (B)(6) 2024, and it was noted that part of the catheter's tip was missing. An emergency ultrasound revealed the tip in the left antecubital area, which was subsequently removed via an ir procedure on (B)(6) 2024. The serial number provided corresponds to a box of similar catheters, not the specific box from which the affected catheter originated. This number may represent the lot number. The event results did result in patient injury and medical/surgical intervention was needed. The event occurred intra-operative. Additional information was received on 11 june 2024: the patient has recovered well. However, the catheter tip could not be located during the ir procedure or subsequent surgery, leading to the ligation of the vein to prevent further migration of the tip.